Event description:
It was reported by the patient that the device "is defective and needs to be checked." The patient was encouraged to work with the physician. It was further reported by the patient that "the device was turned off in 2005 due to excessive shocks" and the patient did not want the device turned back on. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.